Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was implanted during an esophagogastroduodenoscopy (egd) procedure (implantation date not provided). According to the complainant, the indication for the stent placement was treatment for an esophageal perforation. Several hours following the stent placement, the patient complained of "a lot of chest pain due to the device." The patient was rescoped to examine the stent but no issue was noticed to the device. The patient was monitored and sent home. The patient returned to the emergency room again complaining of very bad pain. No issues were noticed with the stent. The patient was unable to tolerate the pain. On (B)(6) 2012, the physician removed the stent. The patient condition following the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: from the information available, this device was not used per the directions for use (dfu) / product label. The intended use/indications for use section of the dfu states "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only." However, according to the complainant, the device was placed for treatment of an esophageal perforation.